Manufacturer narrative:
It was reported that while the physician was removing the microcatheter, the stent was accidentally pulled back from the aneurysm neck to a more proximal position in the vessel. Based on the information available, the investigation concluded that it is most probable that procedural factors encountered during the procedure limited the performance of the device and contributed to the reported stent migration. Therefore, it was determined that the reported event was related to operational context. The device remained implanted.

Event description:
The subject stent was uneventfully placed across the aneurysm neck during the stent assisted embolization procedure. It was reported that while the physician was removing the microcatheter, the stent was accidentally pulled back from the aneurysm neck to a more proximal position in the vessel. The procedure was stopped. The patient status "afterwards was ok". Some days later (not specified), the patient underwent another procedure and the implanted stent was completely removed. The patient will be retreated to embolize the aneurysm later. The patient status was reportedly "ok". No further details were provided.